Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, cylinders + reservoir tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, the corrected patient age/date of birth and event date. A titan otr pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned component revealed a separation surrounded by abrasion in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. A partial separation surrounded by abrasion was noted on the shorter exhaust tube of the pump. Testing revealed this to not be a site of leakage. A partial separation was also noted on the inlet tube of the reservoir. Testing revealed this to not be a site of leakage. A separation was noted in the inlet tube of the reservoir at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the inlet tube of the pump and inlet tube of the reservoir. No functional abnormalities were noted with either cylinder. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed separation noted in the inlet tube of the reservoir occurred subsequent to the device packaging being opened. As indication of unshod instrumentation was noted on the inlet tube of the reservoir, quality concluded that the separation noted at the inlet tube/strain relief junction of the reservoir most likely occurred during the explant procedure due to stress on the inlet tube. This separation is not associated with the cause for failure. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the two pump exhaust tubes were overlapping each other while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the longer exhaust tubing. A separation of this type would then allow the loss of fluid, making the device inoperable.